Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Incorrect joint behavior: joint has buckled => fall! Incorrect joint behavior - one-time no stance phase resistance: joint has buckled; in the kitchen while walking; no error message given. User took a step in the kitchen with the joint and then fell.